Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance at implant. Over time, the impedance has slowly increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.